Event description:
As reported by our edwards affiliate in germany, during a transfemoral tavr procedure, following the insertion of a 14fr esheath, difficulties were encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system. It was not possible to advance the valve past the distal end of the sheath. The sheath, valve and delivery system were removed as a unit with no consequences to the patient. A new esheath, valve and delivery system were prepared and successfully used for the procedure. At the time of the report, the patient was not reporting any symptoms and was doing well. The valve remains implanted in the patient. The esheath was returned to edwards lifesciences for evaluation. Pre-decontamination evaluation indicated the distal tip was torn.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
Corrected information: section h6. Additional information: section h10. The 14fr. Esheath was returned to edwards for evaluation. Due to the condition of the returned device, no applicable functional testing or dimensional analysis could be performed. Pre-decontamination inspection of the sheath revealed the esheath was received cut in two pieces. The proximal part of the esheath (attached to the hub) measured approx. 5.5 cm from hub. Strain relief white cover was partially peel off. Liner cut: edges are straight and there is missing liner material. The hdpe material was cut. The distal part of the esheath measured approximately 30cm. The liner was expanded, and the distal tip was torn. The liner was slightly bunched at the top. Evidence of scratches in the sheath were also observed. Post decontamination inspection revealed the distal tip was opened along the axial score line but was torn radially along distal edge of liner. The liner was bunched at the top and scratches along the shaft near the distal tip were observed. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed other similar complaints relating to the complaint codes. In this case, the complaints for 'sheath distal tip torn' and 'resistance between system components - inability to advance through sheath' were confirmed. However, no manufacturing nonconformance was identified during evaluation. The failure mode is likely related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint event. A definitive root cause was not able to be determined. A product risk assessment (pra) and CAPA were previously initiated to document the investigation and assess the associated risks for the issue. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Please reference related manufacturer report no: 2015691-2022-07916.